Manufacturer narrative:
May 2018 bimonthly asr report exemption e2013025 the total number of events for product classification code otn is 18. Qty 2- align r retropubic urethral support system qty 5- align s suprapubic urethral support system qty 4- align to trans-obturator urethral support system- halo qty 2- align to trans-obturator urethral support system- hook qty 4- align urethral support system qty 1- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
May 2018 bimonthly asr report.

Event description:
N/a.

Manufacturer narrative:
May 2018 bimonthly asr report exemption e2013025 original reporting time frame march 1, 2018 through april 30, 2018 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame march 1, 2018 through april 30, 2018 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
N/a

Manufacturer narrative:
May 2018 bimonthly asr report exemption e2013025 original reporting time frame march 1, 2018 through april 30, 2018 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
N/a